Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the territory manager, during a commercial tf tavr case, two perclose failed initially, then two additional perclose were deployed. The dilator passed easily. The 14f esheath entered easily.  When the 26mm sapien 3 valve was advanced into the sheath, they had great difficulty advancing. Resistance was felt just after the valve exited the loader. They were able to advance, but had to apply great force. The valve was positioned and deployed accurately with great result. The delivery system was removed. They pulled the sheath back and removed it. The seam of the sheath was noted to be split. They tried to use their previously placed two perclose. However, there was still a significant leak at the access site. They deployed an additional perclose with no improvement, then placed two additional angioseal. It was noted on angio that there was an occluded segment in the left common femoral extending up to the external iliac. They tried to cross with a wire from the contralateral side ¿ with no success. The decision was made to surgically intervene and repair with a surgical graft.  The patient is now doing great and should be discharged tomorrow.

Manufacturer narrative:
Imagery was provided. Based on the images of the patient¿s vessels, the minimum luminal diameter of the access vessel was 6.1mm. Calcification was present in the access vessel. The esheath was returned to edwards lifesciences for evaluation. Upon visual inspection it was observed that the distal tip expanded normally. A 3¿ liner tear was present starting from roughly 0.25¿ distal to the strain relief. Stretching was observed on liner distal to tear; the liner unfolded/expanded as designed. Curvature of the sheath shaft was noted, along with scratches. No relevant functional testing was able to be performed due to the condition of the device (liner was expanded and torn). The liner thickness along the length of the tear was taken, as a thickness out of specification could have contributed to the liner tear and/or be indicative of a manufacturing non-conformance. Due to the location of the tear (along the hdpe), measurements were only able to be taken along one side of the tear. Measured components were within specifications. A DHR review was performed and no issues were identified that could have contributed to the reported event. A review of lot history revealed no similar complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ or ¿sheath shaft ¿ liner torn¿. Review of complaint history revealed that the occurrence rate did not exceed the february 2018 control limits for the trend categories ¿resistance between devices¿ or ¿damaged¿. No IFU/training deficiencies were identified. Inspections during the manufacturing process and product verification testing support that it is unlikely that a defect in manufacturing contributed to the complaint events. The complaints for ¿sheath shaft ¿ resistance with delivery system, bc¿ and ¿sheath shaft ¿ liner torn¿ were confirmed, based on visual inspection. Per the customer report, resistance was felt ¿just after the valve exited the loader¿. This area is in the strain relief (i.e. Partially expandable) section of the esheath, near the access vessel entry point. Insertion force through the partially expandable portion can be higher than push force through the rest of the sheath. Additionally, images received reveal that calcification was present in the access vessel, which can lead to increased push forces as well. Passing the esheath through a calcified area can damage the liner, weakening it and making it more susceptible to tearing during advancement of the delivery system. As observed, multiple scratches can be found on the sheath shaft, indicating that the sheath did come into contact with calcification. The stretching of the liner most likely occurred as a result of propagation of the tear, as it is seen distal to the tear. Additionally, the stretching likely did not contribute to the reported resistance, since it is in a different portion of the sheath than where resistance was reportedly felt (stretching is in the middle of the sheath shaft, as opposed to the strain relief). Furthermore, the sheath liner was unfolded and expanded as designed in the area of stretching. As such, available information suggests that patient/procedural factors may have contributed to the complaint event; however, a definitive root cause is unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are require. Additionally, since no product non-conformance was confirmed in the returned complaint device and the occurrence rate did no exceed the complaint control limits, a product risk assessment escalation is not required.